Event description:
Philips received a complaint on the v60 ventilator indicating that the external alarm was broken. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) went to the customer site and confirmed the reported problem. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba). The unit passed testing and was given back ready for service. A good faith effort (gfe) is being completed to determine the status of clinical use at the time of the reported event. This investigation is ongoing.

Manufacturer narrative:
A good faith effort (gfe) response was received stating that the field service engineer (fse) could only confirm that the alarm jack was broken. The customer did not provide the fse with information regarding the device use at the time of the event or provide any patient information. No further information was available. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17780.